Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A video was provided. The cataract surgery was shown. The video was very dark. There appeared to be difficulty removing the cataract. The view was too dark to see specific details, but the surgery was prolonged. At 26:27 on the provided video, a company cartridge was brought into view. Viscoelastic was only placed at the loading area. The lens was picked up with forceps. The lens was inserted into company cartridge loading area (yellow multipiece lens). The lens was not biased down. The trailing haptic was placed around the post. The cartridge was removed from view. Forty-five (45) seconds after being removed the cartridge was brought back into view. The cartridge tip was inserted into the incision. The lens was not visible in front of the plunger tip. The cartridge tip was removed from the incision. The cartridge tip was brought back into view and reinserted into the incision. The lens and plunger were not visible in this view. The cartridge body was brought into view. The plunger was visible advanced to the nozzle entry area. The lens was visible on top of the plunger just past the loading area. The plunger was retracted from under the lens. The cartridge was removed form view. The cartridge was brought back in view after being removed from the handpiece. An attempt was made to reposition the lens. The forcep tips were placed on the optic and the optic was pressed down. The lens was partially removed when the forceps were retracted. The lens was pressed down again by using the forcep tips and pressing on the optic center. The lens was repositioned several times using the forcep tips. The cartridge was removed from view. The cartridge was shown being inserted into a company handpiece. The plunger was rapidly advanced and again went under the lens. The plunger and lens were retracted again. The cartridge was removed from view. The lens was removed from the cartridge by grasping the lens across the center of the optic. The lens was manually folded using another pair of forceps. The lens was partially inserted into the eye and removed. The lens was reinserted using forceps. The trailing haptic was still outside of the incision. The view was very dark. It was very difficult to visualize the implanted lens. An instrument was used to position the lens fully into the eye. The lens appeared to be slightly off center. The incision was sutured. The video ended. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The lens remains implanted. Based on review of the provided video and information, the root cause appears to be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was placed in the company cartridge. When the lens was inserted into the cartridge it was not pressed down. In addition, a non-qualified viscoelastic was used. The cartridge was shown with the handpiece plunger advanced to the nozzle entry area with the lens on top of the plunger near the loading area. The lens was reloaded and the same issue occurred again. The lens was finally manually folded with forceps and inserted into the eye. The IFU instructs: the company foldable intraocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the patient underwent intraocular lens (iol) implantation procedure. After setting the cartridge, it was tried to advance the plunger attached to the company injector where the optic did not touch the tip of the plunger and passed under the iol. The cartridge settings has been stopped which was used with the company injector. The surgery successfully completed with the forceps. The lens left implanted in the patient¿s eye.

Manufacturer narrative:
The product was not returned. A video was provided. The cataract surgery was shown. The video was very dark. There appeared to be difficulty removing the cataract. The view was too dark to see specific details, but the surgery was prolonged. At 26:27 on the provided video, a company cartridge was brought into view. Viscoelastic was only placed at the loading area. The lens was picked up with forceps. The lens was inserted into the company cartridge loading area (yellow multipiece lens). The lens was not biased down. The trailing haptic was placed around the post. The cartridge was removed from view. Forty-five (45) seconds after being removed the cartridge was brought back into view. The cartridge tip was inserted into the incision. The lens was not visible in front of the plunger tip. The cartridge tip was removed from the incision. The cartridge tip was brought back into view and reinserted into the incision. The lens and plunger were not visible in this view. The cartridge body was brought into view. The plunger was visible advanced to the nozzle entry area. The lens was visible on top of the plunger just past the loading area. The plunger was retracted from under the lens. The cartridge was removed form view. The cartridge was brought back in view after being removed from the handpiece. An attempt was made to reposition the lens. The forcep tips were placed on the optic and the optic was pressed down. The lens was partially removed when the forceps were retracted. The lens was pressed down again by using the forcep tips and pressing on the optic center. The lens was repositioned several times using the forcep tips. The cartridge was removed from view. The cartridge was shown being inserted into a company iii blue handpiece. The plunger was rapidly advanced and again went under the lens. The plunger and lens were retracted again. The cartridge was removed from view. The lens was removed from the cartridge by grasping the lens across the center of the optic. The lens was manually folded using another pair of forceps. The lens was partially inserted into the eye and removed. The lens was reinserted using forceps. The trailing haptic was still outside of the incision. The view was very dark. It was very difficult to visualize the implanted lens. An instrument was used to position the lens fully into the eye. The lens appeared to be slightly off center. The incision was sutured. The video ended. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The lens remains implanted. Based on review of the provided video and information, the root cause appears to be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was placed in the company cartridge. When the lens was inserted into the cartridge it was not pressed down. In addition, a non-qualified viscoelastic was used. The cartridge was shown with the handpiece plunger advanced to the nozzle entry area with the lens on top of the plunger near the loading area. The lens was reloaded, and the same issue occurred again. The lens was finally manually folded with forceps and inserted into the eye. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.